Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported high false positive rate for flu b. The customer communicated that some of the results were confirmed negative by molecular (pcr testing).